Event description:
It was reported that during a cranial procedure the perforator bit tore the dura. It was also reported that dura repair was used by the surgeon. It was further reported that the surgeon drilled over the sphenoid wing which is located in the right temporal area. It was also reported that the surgeon expected the dural tear as the perforator bit was used on uneven bone.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Lot number info was not provided to permit further investigation. The IFU for the perforator bit has a warning which states "caution should be taken to avoid use in skulls/skull areas that have thin bone (e.g. Temporal and suboccipital areas). Failure to comply may result in serious pt injury or death". The investigation results indicate that the user may have contributed to this event.